Event description:
The customer reported the system screen is blank. The fse noted, the sys was not booting; no image on either screen. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive power connector was reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.